Event description:
The customer reported via phone call that the insulin pump's buttons were not responding. The act and esc buttons in particular. She proceeded to replace the battery and received battery related alarms such as battery out limit and weak battery. She could not clear the alarms because the buttons were unresponsive. Customer's blood glucose level was 269 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.